Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had syncopal episodes. Pacing pauses were noted on the holter strips, but were unable to be reproduced with arm movements. It was noted the patient had been taken off blood pressure medications and that capture thresholds had been stable and there was no changes in lead impedances. For patient safety consideration, the physician elected to cap and replace the right ventricular lead. No further patient complications have been reported as a result of this event.